Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. The usb cable would fall out of pump usb port while charging. There was no reported impact to customer's blood glucose level. Replacement cable was sent to the customer.